Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was reproduced. The adhesive in the bending section was damaged. There was an abnormality in the appearance of the connector. There was deformation and rattling of the bending section. The angle of the bending section was not fixed sufficiently. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was a defect in the endoscopic image and it became pitch black. There was no report of patient injury associated with this event.